Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. System check was performed with tandem clinical support (tcs) and reportedly the customer is not performing the air removal step correctly. Tcs informed the customer that not performing the air removal step correct is off-label per the tandem user guide. Customer¿s blood glucose level was in the 120-400 mg/dl range.